Event description:
It was reported that during a pulse generator upgrade procedure and associated ventricular lead revision, an x-ray showed the right atrial lead had dislodged. The lead was previously disabled due to high thresholds. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
.